Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, the ruby coil lp was unable to advance from its returned position due to the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. After proper re-sheathed the device into its introducer sheath, the ruby coil lp was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Further evaluation of the device revealed kinks on the pusher assembly. This damage was likely an incidental to the complaint. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may have contributed to the kink which was observed on the pusher assembly. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01356.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-01356.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance from the starting position within its introducer sheath; therefore, it was removed. The physician then attempted to advance another ruby coil lp; however, the same issue occurred. Therefore, the ruby coil lp was also removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.